Event description:
It was reported that lia (lead integrity alert) triggered due to nonphysiologic oversensing, with increased sic (sensing integrity counter) and two nst (non-sustained tachycardia) episodes. Intermittent twos (t-wave oversensing) was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).